Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after taking the package out pre-operatively, the suture had broken thread. An additional new suture used without issue. There was no patient involvement.